Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740 (software version: (B)(6)). A medwatch report for this event was submitted to the FDA by a site representative. Report number: mw5089030. A medtronic representative went to the site to test and service the equipment. The navigation system passed the system checkout and was performing as intended. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. It was reported that the incision was made too high. CT image 2 should have been the image chosen to be displayed on the surgeon monitor to guide the procedure¿s navigation and plotting of the surgical incision. The skin and fascial incisions were closed, and a new incision was made. It was explained by the site that the navigation system they were using automatically displays the newest image on top, while a past version of the navigation system they had previously used displays the newest image on the bottom. This was stated to be a contributing factor in this event. It was noted that the intended procedure completed as planned. There was no additional injury that the manufacturer was made aware of, other than the initial incision. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. Additional information was made available about the case. It was reported that the radiologic technologist (rt) runs the medtronic imaging system and the navigation system. The patient was a larger patient and the surgeon would actually put the percutaneous pin somewhat near the posterior superior iliac spine (psis) and then scan the patient with the navigation system. If the surgeon was correct in placing the pin in the psis, he'll then continue with the scan. Most of the time the surgeon is actually doing this first nav spin to find the best placement for the percutaneous pin because with larger patients he has a difficult time finding the psis to place the pin. The rt then did a second spin with the percutaneous pin correctly placed and sent that second spin to the navigation system. For some reason, however, when the surgeon was ready to navigate the rt selected the first spin that was sent to the navigation system. The surgeon then proceeded to make all his incisions off the first spin since it was a percutaneous minimally invasive surgery (mis) case. He then realized that the scan was off and not the correct scan, but he had already made his incisions. The rt then switched to the correct scan and proceeded with the case, but an incident report was created. The issue came down to the rt not paying attention; the rt actively chose the first scan because when the second scan came over (that should have been used for the rest of the case) it was automatically highlighted and loaded to continue onto the navigate screen. It was noted that the rt had to have chose the first scan which was on top of the list. It was also noted that this scan was time stamped. Furthermore, it was noted that this way of using a nav spin to place the percutaneous pin was never what was taught to the site. This is what the surgeon and the site were doing on their own accord, and it is an off-label way of using the nav to place just the percutaneous reference frame. It was noted that the site was told that they should be using a c-arm to confirm placement of the percutaneous pin before doing any initial nav spin, but the site was trying to do it all at once with the goal of having the pin placed in the right spot so that they can continue on with the scan to navigate. If not, then the site would need to re-position the pin and then spin a second time to proceed with placement of screws, which was the case during this incident. It was noted that no medtronic clinical specialists or representatives were present in this case when it happened.

Manufacturer narrative:
Additional information: attached with this submission is a copy of the response letter sent to the FDA on 03-oct-2019 with regards to a FDA request for additional information that provides additional information and findings related to this MDR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis was initiated. Analysis determined that the software was behaving as intended. If information is provided in the future, a supplemental report will be issued.